Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system had drawer 5 failed. The customer informed that they were not able to pull meds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-oct-2022 to 02-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. The field service engineer replaced the inception latch to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to drawer failure. The field service engineer found that the cubie drawer inception latch missed with magnet and replaced the inception latch to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and not able to pull medications. The manufacturer tried to reach out customer for further information about the malfunction, but no other information was released. Customer confirmed that there were no adverse events or injuries reported based on this event.